Event description:
On (B)(6) 2015, the reporter contacted animas, alleging battery life issue. No additional information was provided and troubleshooting was unable to be completed. Several attempts have been made to contact the reporter and patient. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/16/2017-product analysis: the device was returned and evaluated by product analysis on 02/24/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The pump successfully completed a prime sequence, without issue or alarm. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).